Event description:
Pt reports unspecified malfunction with curlin pump. Pt states they will drop off pump at local ups. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: fabrazyme - 70mg. Did pt miss a dose or have an interruption to therapy? Unknown; did adverse event(s) result due to product issue? Unknown; did pharmacy replace device? Yes; is device associated with event available for return? Yes.